Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high¿blood glucose. The blood glucose level at the time of the incident was 539 mg/dl and the current blood glucose level was 459 mg/dl. The customer was treated with a manual injection. The customer stated that the insulin pump received a pump error alarm during self-test and the customer was able to clear the alarm. The insulin pump also had a battery failed alarm. The displacement test passed. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.